Manufacturer narrative:
This report is being supplemented to provide additional information based on additional follow-up with the user facility (please see b3, b5 and d10), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to user handling the image sensor unit was damaged. The sensor unit was like damaged due to irregular stress applied to the bending section however a definitive root cause could not be determined. The user may detect the suggested event by handling the device in accordance with instructions for use (IFU) below: ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below: ltf-s190-5/10 operation manual "important information ¿ please read before use_ dangers, warnings, and cautions :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received where the patient was undergoing a laparoscopic cholecystectomy.

Event description:
The customer reported to olympus, the flex deflectable videoscope had irregular color tones (green-only images). The issue was found during a diagnostic surgical procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.